Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) was able to confirm the customer comments, the battery shortening bar was found to be contaminated. Analysis also noted that the ventricular output connector was broken, there was a backlight issue due to connector on the main printed circuit board (pcb), the lower case and both lower case bosses were broken, battery drawer was contaminated, both display wires were pinched (not compromised) and four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that batteries were inserted into the external pulse generator (epg) but it would not turn on. It was noted that the batteries were replaced and the unit turned on. It was noted that after a few minutes the display froze and the unit shut off and this was observed twice. There was no patient involvement.